Manufacturer narrative:
Instability and weakness are known side effects listed in the information for prescribers. The investigation of this incident has not yet been completed and this report will be updated following a finalized investigation. Note: insightec has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable.

Event description:
The patient underwent focused ultrasound treatment on the right side for tremor dominant idiopathic parkinson's disease and the following day after the treatment, the patient experienced left-sided limb weakness, and postural instability.

Event description:
The patient underwent focused ultrasound treatment on the right side for tremor dominant idiopathic parkinson's disease and the following day after the treatment, the patient experienced left-sided limb weakness, and postural instability. The patient received mannitol and steroid treatment for a month along with continuous reambulation. On november 12, the patient was discharged and able to stand and walk independently.

Manufacturer narrative:
Instability and weakness are known side effects listed in the information for prescribers. No device malfunction detected. Treatment parameters were in line with typical range. The adverse event reported one day post-treatment suggests the development of edema in the target region and surrounding tissue, potentially involving the internal capsule and likely contributed to the observed side effects note: insightec has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable.